Event description:
It was reported that during a system implant procedure the helix of the pacing lead would not extend and retract smoothly. After numerous turns while in the body, the extension of the helix could not be confirmed under fluoroscopy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. The analyst noted that the lead helix was able to be extended and retracted within specification. (B)(4).